Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material is unable to be identified. The root cause of the reported event cannot be conclusively determined from the information provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope has foreign objects inside the nozzle. There was no patient involvement.